Manufacturer narrative:
The lens was returned positioned correctly in the lens case inside the lens carton. Loose fibers were observed on the returned lens. A casting bubble that has burst was observed on the posterior of the optic near the center. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported complaint was determined to be manufacturing related. A bubble was observed in the central area of the optic. The bubble is a result of a small casting bubble that has occurred during manufacturing of the lens, and has burst, leaving this characteristic imperfection. The presence of this optic imperfection would not meet release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, there was a bubble in the lens. There was no patient contact. Procedure was completed using another lens.